Event description:
Procedure: stress urinary incontinence. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer). (B)(4).

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).